Manufacturer narrative:
The meter and strips were provided for investigation where they were tested using quality controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr. Qc 2: 5.3 inr. Qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) that may have contributed to a patient having a transient ischemic attack (tia). On (B)(6) 2021 at 7:48 pm, the meter result was 3.4 inr. No changes were made to the patient's warfarin dose. Around (B)(6) 2021, the patient allegedly lost feeling in his tongue, mouth, and throat and could not swallow or speak but was coherent and responsive. The patient was transported to the hospital by ambulance. The patient's inr was checked at the hospital, but the specific result could not be provided. The patient believed the result was below the therapeutic range and he was treated with either heparin or an increased dose of warfarin but he was not able to confirm. The patient did not know what medications he was treated with other than he had ivs. A CT scan of the brain was performed and reportedly confirmed the patient had a tia. The confirmed diagnosis was acute cva, which the patient believed was ischemic. The patient had elevated troponin and dysarthria. The patient did not know if there was an examination of the carotid artery performed. On (B)(6) 2021, the patient left the hospital and the laboratory result using an unknown reagent was reportedly 2.4 inr. When the patient arrived at his home, the result from the meter was 2.7 inr. The patient stated he currently feels normal/healthy. It was reported that the therapeutic range was 2.5-3.5 inr and the patient tests weekly. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The meter and strips were provided for investigation where they were tested using quality controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr. Qc 2: 5.3 inr. Qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) that may have contributed to a patient having a transient ischemic attack (tia). On (B)(6) 2021 at 7:48 pm, the meter result was 3.4 inr. No changes were made to the patient's warfarin dose. Around (B)(6) 2021, the patient allegedly lost feeling in his tongue, mouth, and throat and could not swallow or speak but was coherent and responsive. The patient was transported to the hospital by ambulance. The patient's inr was checked at the hospital, but the specific result could not be provided. The patient believed the result was below the therapeutic range and he was treated with either heparin or an increased dose of warfarin but he was not able to confirm. The patient did not know what medications he was treated with other than he had ivs. A CT scan of the brain was performed and reportedly confirmed the patient had a tia. The confirmed diagnosis was acute cva, which the patient believed was ischemic. The patient had elevated troponin and dysarthria. The patient did not know if there was an examination of the carotid artery performed. On (B)(6) 2021, the patient left the hospital and the laboratory result using an unknown reagent was reportedly 2.4 inr. When the patient arrived at his home, the result from the meter was 2.7 inr. The patient stated he currently feels normal/healthy. It was reported that the therapeutic range was 2.5-3.5 inr and the patient tests weekly. This MDR is being submitted in an abundance of caution.